Event description:
While rn was removing dressing from mid-line, catheter snapped apart at the junction of where the stat lock is placed. Mid-line was removed without difficulty. No complications observed.